Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was suspected to have a premature battery depletion (pbd). To date, the device remains in service. No adverse patient effects were reported.